Event description:
The reporter stated the surgeon inserted a 23.0 diopter cq2015 collamer three-piece lens, but the plunger caught and tore the lens. The lens was removed with no patient injury. The reporter stated the cause of the torn lens was due to the injecter plunger. Another different type lens was implanted.

Manufacturer narrative:
F10:- no consequences or impact to patient, labeled.